Manufacturer narrative:
Epuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the handle w/torque limit 2nm w/quick-coupl (p/n: 03.614.035, lot # 5687859) was returned and received. Upon visual inspection, it was observed that no issues were identified with the returned components of the device. Functional test: functional test was performed on the returned device at service and repair. The minimum torque of the device measured during calibration testing was 1.608 nm which was not within the specified torque range of the device of 2.05 nm - 2.45 nm. Hence, the torque test failed low. Can the complaint be replicated with the returned device? Yes . Service and repair evaluation: the repair technician reported the item failed low in calibration testing. Torque test failed low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint device failed in the calibration test. Document/specification review: based on the date of manufacture the drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received failed low in calibration testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the handle w/torque limit 2nm w/quick-coupl (p/n: 03.614.035, lot # 5687859) failed low in calibration test. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part: 03.614.035, synthes lot: 5687859, supplier lot: 64111, release to warehouse date: january 14, 2008, expiration date: n/a, supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service & repair evaluation: the repair technician reported the item failed calibration testing. Torque test failed low is the reason for repair. The cause of the issue is unknown. The item will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer; no design or manufacturing issues were identified therefore, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that surgeon was performing posterior cervicothoracic fusion using the synapse system on (B)(6) 2019. When it came time to final tighten the locking caps using the torque-limiting handle, the surgeon noted that he was not getting the typical audible click from breaking through the torque limit of the handle. The surgeon tried the other handle in the set to final tighten and noted that he could feel the locking caps tighten more and there was the normal audible click of the handle as it broke through the torque limit. The handle that wasn't reaching the torque limit was pulled from the field and tagged for repair. The procedure was completed successfully with a one to two (1-2) minute delay. There were no patient consequences. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).